Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there was an issue when connecting the system to a monitor. It was noted that the issue only occurred during navigation. While the navigation system was on the instruments and image acquisition screens, the system extended video to the external monitors as expected. However, the moment that they pressed the navigation button in the lower right corner of the screen, the monitor displays a black screen with color defects. While in navigation, the monitor would flicker in and out between normal video injection and the black screen. When the manufacturing representative (rep) exited navigation and went back in the software, the video extended as expected. The rep was unable to replicate issue at the time of call. The rep did not have any demo heads on him. The rep checked all current patients on the system, none had any previous registrations. The rep checked demo lee, demo daisy and tumor head. None of those exams had any previous registrations on them. As a result, the rep was unable to advance to the navigation portion of the software to begin troubleshoo ting. The rep confirmed that the video cable is hdmi to dvi. There is only one port on the boom to plug into. The rep confirmed that three different hdmi-dvi cables were attempted. All three had identical results. The rep confirmed that the issue persisted with their other system. The rep was unable to confirm if monitors say 4k or oled on them. The rep was unable to see a year of manufacture of the monitor. The sticker on back read "universal flat panel yoke, landscape". The rep confirmed that monitors were set to dvi. The rep confirmed that external video resolution on stealth was set to 1080p. Technical services (ts) was unsure of root cause. Ts believes the most likely reason is that some part of navigation in the clinical application somehow activates a portion of the graphics card on the computer that makes the monitors incompatible. Without a year of manufacture on the monitor or being able to access navigation, this theory could not be confirmed in any way. There was no patient present.

Manufacturer narrative:
Continuation of d10: product ID 9735670 (serial: (B)(6); product type: implant date n/a; explant date n/a (h3, h6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: additional information was received. Other relevant device(s) are: product ID: 9735854. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2: additional information was received and updated in section b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was discovered that two of the cables used to plug the system into the stryker boom were damaged. A brand-new cable was brought in and the issue was resolved.